Event description:
Procedure: lobectomy. According to the reporter: the device was articulated one click to the left and was placed on the fissure between the upper and middle lobe. The stapler fired and the black knobs advanced. Following the firing, the black knobs retracted back to their original position but the jaws of the cartridge did not open. An additional handle was opened to resect the device. The jaws were pried open once it was on the back table. The staple line was intact and the tissue was transected. There didn't appear to be any malformed staples. Post op: patient status is "okay".

Manufacturer narrative:
(B)(4).